Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they were hospitalized twice, on (B)(6) 2015 as well as on (B)(6) with diabetic ketoacidosis, indicating that it was due to bent cannulas. The customer would get bent cannulas because they had a lot of scar tissues. The customer's blood glucose level at the time of admission was over 600 mg/dl. The customer had symptoms of vomiting and blood glucose running high. The customer went to the intensive care unit and got his blood glucose under control. The customer was wearing the insulin pump at the time of hospitalization. The customer declined troubleshooting for high blood glucose. The device will not return for analysis.